Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis with no damage found. During analysis, the customers stated problem was not able to be confirmed. Performed testing, no issue was found with device shutting off and alarming. The device ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the pump. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd ms3 pump kept shutting off and alarming. No patient was involved in this event. No adverse effects were reported.